Event description:
New information received indicated that the atrial and right ventricular leads were explanted and replaced. The patient condition was stable.

Event description:
New information received notes that during an in clinic follow up, noise was noted again on the right ventricular and atrial lead. No intervention was performed. The patient was asymptomatic and stable.

Event description:
Related manufacturer reference number: 2017865-2023-24453. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial and right ventricular leads exhibited noise leading to pacing inhibition. No intervention was performed. The patient condition was stable.